Event description:
It was reported that a patient presented to the hospital with bradycardia. Device interrogation revealed possible dislodgement. An x-ray was performed and revealed that both the right ventricular (rv) lead and atrial lead were dislodged, the patient has a known history of twiddler's syndrome. On (B)(6) 2024, the physician elected to reposition the atrial lead. The rv lead helix would not retract. The physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.